Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right ventricular (rv) defibrillation lead exhibited high shock impedance measurements of 125 ohms. The patient had been brought in for defibrillation threshold (dft) testing, and the shock impedance measurements decreased to 90 ohms with the delivered shock. Subsequently, it was thought the shock impedance measurements were gradually increasing again. No actions had been taken at that time and the patient would continue to be monitored. No additional adverse patient effects were reported. The device remains in service.